Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson has been submitted.

Event description:
It was reported that there was a suction loss while laser firing and procedure was interrupted. The account reported they attempted to retry suction and it took the 2nd time successfully and without complications. There was no patient injury reported and no surgical intervention was required.